Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# unknown, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that after the successful trial, the implant surgery on (B)(6) 2020 was aborted when the healthcare provider¿s (hcp) glasses fell into the operating field and contaminated the leads. They waited for that to heal then the implant was done. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient weight was reported. No further complications were reported/anticipated.